Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI (1.5 tesla). Surgery to reposition the magnet is planned but has not taken place at the time of this report (B)(6) 2016.

Manufacturer narrative:
Per the clinic, revision surgery was performed on (date not reported) to replace the magnet.

Manufacturer narrative:
Correction: the correct model number is ci24m and serial number (B)(4). The previous followup MDR submitted on july 01, 2016 did not contain model and serial number.